Event description:
It was reported there was a discrepancy in expected volume when the pump was aspirated at a refill. The actual residual volume (5.2 ml) exceeded the expected residual volume (2.8 cc). This was within specification. The patient complained of increased pain and flares of usual pain with fatigue. Device interrogation was normal with elective replacement indication to occur in 22 months. The pump was replaced. The patient resolved without sequelae on (B)(4) 2013. The medications used within the system were fentanyl and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID 8598, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).